Event description:
Burn on the back, right side [thermal burn]. Pus coming out [purulent discharge]. Used the product while sleeping [device misuse]. Case description: this is a spontaneous report from a contactable pharmacist. A male pt of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) (lot # h53832) on an unk date for back pain. Relevant past drug/medical history and concomitant medications were not reported. The pt experienced a burn on the back, right side on an unspecified date and had showed the mark to the pharmacist. The pharmacist had seen pus coming out from under the band aid. The pt had used the product for eight hours as per instructions on package, but had slept with it during the night. Treatment for the event includes band aid. The pt had not seen any damage on the product, however did not look very closely, and threw it away. At the time of the report, clinical outcome of the events was unk. The pharmacy technicians assessed the event as related to the thermacare heatwrap. Additional info has been requested and will be provided as it becomes available. Follow-up ((B)(6) /2015): new info received from a contactable pharmacist includes: event specified as "burn on the back, right side". New events "pus coming out" and slept with it during the night". And product usage info. Follow-up ((B)(6)2015): new info received from contactable pharmacy technicians includes: product indication and causality. Follow-up ((B)(6) 2015): this follow-up report is being submitted to amend previously reported info: upon quality review, this case has been determined to be a serious medical device report. Company case comment: based on the info provided, a possible contributor role of the suspect device product to the reported events, thermal burn with purulent discharge cannot be excluded. The case meets initial 30 day reportability.